Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12251. It was reported that catheter entrapment occurred. After an offroad re-entry catheter system was advanced, a micro catheter lancet was inserted with a .014/180cm platinum plus¿ guide wire inside into the target vessel. However, when the physician attempted to puncture the vessel wall with the lancet, the lancet did not work and the guide wire was getting stuck. Subsequently, the micro catheter lancet was removed together with the platinum plus¿ guide wire. After removal, it was noted that the spiral coil of the platinum plus¿ guide wire detached from the inner core and became longer. Another .014/180cm platinum plus¿ guide wire was used to complete the procedure. No patient complications were reported and the patient's status was stable.